Event description:
It was reported there was a serious programmer error. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary analysis could not confirm the reported error. The programmer did not boot correctly the first boot, it hung on the gray screen. Once information was pulled from the programmer error log and after going through hibernation, the programmer booted correctly. Analysis found a printer button is worn and the upper handle cover is cracked. (B)(4).